Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the rca. Approximately 44 months post the index procedure, the patient suffered a gi bleed(acute exacerbation of ulcerative colitis in the large intestine). Patient was treated with leukapheresis and medication. The outcome is reported as in remission. It was concluded that this event was not related to the device or procedure as the acute exacerbation of ulcerative colitis was a complication prior to the stent implantation. Approximately 48 months post the index procedure, the patient suffered a second episode of gi bleed (acute exacerbation of ulcerative colitis in the large intestine) patient was treated with medication. The outcome is reported as in remission. It was concluded that this event was not related to the device or procedure.